Event description:
The pt reported that the "ok" button was not responding on the keypad. The reporter denies damage to the keypad or exposure to moisture and cleaning solvents.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.